Event description:
Additional information received on november 7, 2023 indicates that the battery depletion was noted in clinic. The patient's condition was stable.

Event description:
It was reported that the implantable cardiac monitor exhibited premature battery depletion. The device was explanted on (B)(6) 2023. The patient's condition was unknown.